Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). This event does not meet the criteria for this recall/notification and should not have been applied.

Event description:
Additional information was received that a manufacturing representative was notified by the office that the patient's pump was alarming. The patient went to the office and it was discovered that a motor stall occurred. The pump was set to be replaced on (B)(6) 2016. Pump logs were also provided, which displayed multiple motor stall and recovery events from (B)(6) 2016. The dates and times of the motor stall and recovery events were as follows: a motor stall occurred on (B)(6) 2016 at 18:38 and recovered on (B)(6) 2016 at 15:31. A motor stall occurred on (B)(6) 2016 at 20:31 and recovered on (B)(6) 2016 at 20:36. A motor stall occurred on (B)(6) 2016 at 21:52 and recovered on (B)(6) 2016 at 10:15. A motor stall occurred on (B)(6) 2016 at 19:07 and recovered on (B)(6) 2016 at 05:06. A motor stall occurred on (B)(6) 2016 at 12:46 and recovered on (B)(6) 2016 at 17:44. A motor stall occurred on (B)(6) 2016 at 21:14 and recovered on (B)(6) 2016 at 05:15. A motor stall occurred on (B)(6) 2016 at 07:51 and recovered on (B)(6) 2016 at 07:56. A motor stall occurred on (B)(6) 2016 at 08:02 and recovered on (B)(6) 2016 at 08:07. A motor stall occurred on (B)(6) 2016 at 09:13 and recovered on (B)(6) 2016 at 16:17. A motor stall occurred on (B)(6) 2016 at 18:49 and recovered on (B)(6) 2016 at 20:02.

Manufacturer narrative:
Analysis of the 8637-20 found pump motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found motor gear train anomaly, stall due to shaft-bearing. Analysis found corrosion and moisture on the top side of gear wheel three. Analysis found wear on the upper shaft of gear two after some residue was removed.

Event description:
Information was received from a manufacturing representative regarding a patient who was receiving fentanyl 300 mcg/ml at 124.89 mcg/day via an implantable pump for non-malignant pain, post lumbar laminectomy syndrome and lumbar radiculopathy. It was reported a motor stall was seen at initial interrogation. The logs confirmed the pump stalled on (B)(6) 2016 and recovered on (B)(6) 2016. Motor stall considerations were reviewed with the manufacturing representative. It was noted the patient did not recently have a magnetic resonance imaging (MRI). The patient reported increased pain on (B)(6) 2016. Further information was received, on (B)(6) 2016, that the patient continued to have motor stalls. The healthcare provider (hcp) planned to explant the pump next week, but there was no definite date.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.